Manufacturer narrative:
The lot number was provided for 2 out of 6 malfunctions, therefore, lot history reviews were performed. Product catalog number for the three reported malfunctions were reported as unknown snf. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for all the six malfunctions. Images were provided and reviewed for two malfunctions. All the six reported malfunctions were confirmed for the alleged filter perforation. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
A review of the reported information indicated that model 2120f vena cava filter allegedly experience perforation. The information was received from various sources. All the six malfunctions were involved patients with no reported consequences. Of the reported six patients, two male patients ages were ranged from 48 to 69 years old and four female patients ages were ranged from 64 and 79 years old. Weight of two patients were ranged between 106 to 235 kgs; however, remaining patients weight were unknown.